Event description:
I purchased a set of dentures from this company and when I received themthey looked nothing like what they advertised. Then I noticed the FDA label and I was thinking no way FDA would ok the sell of this product. I asked for my money back and they have not responded. I've warned them multiple times that I was going to turn them in and still no response. It's very frustrating not for me but others who are getting scammed from this company. Product details: This company is using a FDA certification label that is not legally binding. They are also offering a different product that is not actually what they send you (false advertising).